Manufacturer narrative:
Continuation of d10: product ID 3587a serial# (B)(6) implanted: (B)(6) 2006 product type lead product ID 3587a serial# (B)(6) implanted: (B)(6) 2015 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back about this issue, and says they are now in eos state. They wanted to review if they can leave the stimulator implanted. Reviewed this information as well as MRI information if lead is left implanted. Additional information was received from the patient stating the patient stopped feeling stimulation sensation from left lead in 2018, instead they would feel a sensation that stopped and started in similar to intermittent clicking. An xray confirmed the left lead was no longer in the occipital area. It was unknown what led to the lead not functioning. The left lead was shut off during evaluation appointment and the issue has been resolved at this time.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 3587a lot# serial# (B)(6), implanted: (B)(6)2006, explanted: product type lead product ID 3587a lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reported their leads have moved and they had to shut down the left side and they shut down one of the leads because it wasn't funct ioning/working.